Event description:
Initial result for a patient hcg was <1.0. When repeated, the result was 20,913. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.